Manufacturer narrative:
(B)(6). It should be noted that the instructions for gore® dualmesh® plus biomaterial use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent laparoscopic incisional hernia repair on (B)(6) 2007, whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2017, an additional procedure occurred. It was reported the patient alleges the following injuries: small bowel obstruction requiring an additional surgery on (B)(6) 2017. Additional event specific information was not provided.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: on (B)(6) 2006: [facility ni]. (B)(6), md. Office notes. Was in car accident recently after which he noted swelling, discomfort at site of prior umbilical hernia repair. Exam confirms recurrent hernia, reducible. Recommended repair. I advised him of the details, nature, risks of this procedure, pertinent alternatives, will await his decision. On (B)(6) 2006: (B)(6) hospital. (B)(6), md. Operative report. Preoperative diagnosis: recurrent umbilical hernia. Postoperative diagnosis: recurrent umbilical hernia, incarcerated incisional hernia. Operation: repair of recurrent umbilical hernia, repair of incarcerated incisional hernia both using mesh. Specimen: hernia sac from incisional hernia. Complications: none. Details: ¿the patient was brought to the operating room and placed supine on the table. General anesthesia was induced in standard fashion. Prophylactic antibiotics were administered intravenously. Flowtron stockings were applied. Preoperatively, the site of the hernia was identified and marked with the patient¿s assistance. The region was widely shaved, prepped with betadine, and draped sterile fashion. A vertical midline incision was made overlying the patient¿s prior laparotomy scar and extending down into the umbilicus. The umbilical hernia was identified and dissected free from its surrounding soft tissues and inverted into the abdomen to a roughly 1-cm defect. A small perfix plug was inserted into this defect and sutured to the surrounding fascia using a 4-quadrant interrupted 2-0 prolene figure-of-8 sutures. With this portion of the repair complete, the remainder of this wound was palpated and a secondary hernia defect was identified more superiorly approximately 3 cm above the level of the umbilicus. This incision was therefore extended superiorly and the subcutaneous tissues were divided and this was found to represent a secondary hernia sac, which was chronically incarcerated. The sac was dissected free from the surround tissues but could not be reduced. The sac was therefore opened and was noted to contain omentum. The omentum was lysed out of the sac using electrocautery and then inverted into the abdomen. The sac was excised and sent to specimen. This hernia was approximately 3 cm in overall diameter, but the defect was less than 1 cm. The defect was closed in a transverse fashion using interrupted 2-0 prolene figure-of-8 sutures. With the repair completed, the wound was irrigated and suctioned dry. Hemostasis was checked and felt to be excellent. The subcutaneous tissues were approximated with interrupted 3-0 vicryl sutures and the skin with a running 4-0 vicryl subcuticular suture. Steri-strips and dressings were applied, and the procedure was terminated. At the end of this procedure, all instrument, sponge, needle counts were reported as correct. The patient tolerated this well and was transported to the recovery room in stable condition.¿ on (B)(6) 2006: (B)(6) hospital. Implant record. Bard mesh perfix plug. On (B)(6) 2006: (B)(6) hospital. (B)(6), md. Pathology report. Accession #: 2006s14637. Clin. Info/dx: recurrent umbilical, incisional hernia. Specimen: incisional sac, hernia. Gross: received in formalin labeled ¿incisional sac, hernia¿ are two fragments of greyish-blue saccular fibromembranous tissue measuring up to 2.5 x 1 x 0.5 cm. Specimen sectioned, totally submitted, one block. Diagnosis: incisional hernia sac (umbilical), excision: hernial sac with focal mesothelial reactive hyperplasia and adherent fibroadipose tissue. On (B)(6) 2007: [facility ni]. (B)(6), md. Office notes. Reducible recurrent hernia at incision site. I believe this indicates significant weakness in the scar and believe that further efforts at primary local type repair would be unsuccessful. For this reason I have recommended a new approach, laparoscopic repair of incisional hernia. I reviewed details, nature and risks, will schedule at his earliest convenience. On (B)(6) 2007: (B)(6) hospital. [Illegible signature]. Anesthesia record. Weight 220. Asa ii. On (B)(6) 2007: (B)(6) hospital. (B)(6), md. Operative report. Preoperative diagnosis: recurrent incisional hernia. Postoperative diagnosis: recurrent incisional hernia. Operation: laparoscopic patch repair of recurrent incisional hernia. Complications: none. Procedure: ¿the patient was brought to the operating room and placed supine on the table. General anesthesia was established in the usual fashion. The patient had flowtron stockings applied preoperatively and was also given prophylactic antibiotics per protocol. Roughly a 1-cm incision was now fashioned in the left mid abdomen and a 12-mm trocar was placed through this and into the abdomen under direct vision with the laparoscope being placed though [sic] the port during the insertion. The abdomen was now insufflated to a pressure of 50 mmhg and the camera was fully inserted into the peritoneal cavity. The hernia sac was immediately visible and was noted to contain omentum. Next, a 10-mm incision was fashioned and the port placed in the suprapubic region and finally a third port was placed in the left lower quadrant. This was a 5-mm port. The graspers were placed through the suprapubic and left lower quadrant ports and the hernia¿s contents were easily reduced. The hernia defect was noted to be multiple defects over roughly a 4 cm to 5 cm area. Approximately 5 defects in all were reduced and located. A roughly 10 cm x 10 cm segment of gore-tex was now cut into a circular form. This was dual mesh and the smooth side was marked and this was then rolled and inserted into the abdomen through the 12-mm port. The patch was now unfurled within the abdomen and oriented properly and was then tacked to the anterior abdominal wall using a spiral tacker. Approximately 2-cm overlap was performed on all sides and a second concentric ring of spiral tack was placed as well. There was excellent adherence. Images were obtained. The abdomen was then desufflated under direct vision and all trocars were withdrawn. There was no evidence of abdominal wall bleeding or of any shifting or movement in the patch. The trocars were fully removed. The skin incisions were infiltrated with marcaine and closed with interrupted inverted 4-0 vicryl subcuticular sutures. Steri-strips and dressings were applied and the procedure was terminated. At the end of this procedure, all instrument, sponge and needle counts were reported as correct. The patient tolerated this well and was transported to the recovery room in stable condition.¿ on (B)(6) 2007: (B)(6) hospital. Implant sticker. Gore® dualmesh® plus biomaterial. Ref catalogue number 1dlmcp04. Lot batch code 03941643. W.l. Gore & associates. The records confirm a gore® dualmesh® plus biomaterial (1dlmcp04/03941643) was implanted during the procedure. On (B)(6) 2007: (B)(6) hospital. Discharge instructions. Activities: avoid activities, situations which require good coordination and judgement especially driving for 24 hours. Rest at home for 24 hours. Shower only. ??/??/??: [missing records: records for the CT scan showing ¿evidence of a small bowel obstruction¿ were not provided.] On (B)(6) 2017: (B)(6) hospital. (B)(6), md. Operative report. Preoperative diagnosis: small bowel obstruction. Postoperative diagnosis: small bowel obstruction secondary to extensive intraabdominal adhesions, complex recurrent and incarcerated incisional hernia. Operation: laparoscopic lysis of intestinal adhesions, laparoscopic repair of incarcerated complex recurrent incisional hernia. Specimen: none. Complications: none. Procedure: ¿the patient was brought to the operating room and placed supine on the table. He had presented to the emergency room with abdominal pain and distention and CT evidence of a small bowel obstruction. Initially conservative management had been attempted; however, on the morning of this procedure, the [sic] exhibited increased discomfort and distention and the development of feculent nasogastric tube output and therefore decision was made to proceed with surgery. With this in mind, the patient was placed supine on the table. Flowtron stockings were applied. He was administered 2 g of mefoxin intravenously for prophylaxis. After the satisfactory induction of general anesthesia, foley catheter was placed and the abdomen was clipped of hair and prepped widely with betadine and draped sterilely. A roughly 1-cm transverse incision was made in the left upper quadrant and then carried bluntly down to the level of the fascia. The fascia was transversely incised and stay sutures of 0 vicryl were placed. The muscle fibers were then divided bluntly and the peritoneum identified, ultimately grasped with cryo clamps and divided into the abdomen under direct vision. Hasson cannula was inserted and anchored in place. The abdomen was insufflated with co2 to a pressure of 15 mmhg. The camera was then inserted. Next, under direct vision, two 5-mm ports placed in the left abdomen, one in the left mid and one in the left lower abdomen. The table was now positioned in trendelenburg. Inspection of the anterior abdominal wall revealed extensive adhesions between the omentum as well as the small bowel. Initially the omentum was taken down and it was noted that there were two hernia defects located just at the inferior margin of a previously placed hernia mesh. These hernias were reduced and the omentum placed within the abdomen. Additionally, there were extensive adhesions between the omentum and the underside of the hernia mesh. These were carefully taken down using a ligasure device. Finally, the small bowel was encountered and there were extensive adhesions between what appeared to be two loops of small bowel that were densely adhesed to the right side edge of the prior mesh or patch. These adhesions were carefully taken down using sharp dissection with care being taken to avoid any bowel injury. No cautery was used during this portion of the procedure. The small bowel was fully taken down and then run in its entirety from the ileocecal valve to ligament of treitz. The small bowel in the area where it had been adhesed to the anterior abdominal wall was adhesed on to itself and these adhesions were also carefully taken down sharply to completely free up the entire small bowel. With this accomplished, attention was then turned toward the hernias. Two defects were noted with an approximately 2 cm area separated by roughly 1-cm strand of fascia. These hernia defects were sutured directly using 0 prolene sutures placed percutaneously utilizing a suture passer. Three prolene sutures were used and they were tied down under direct vision with full closure of the defects. At this point, the abdomen was irrigated and suctioned dry. Hemostasis was checked and felt to be excellent. The abdomen was allowed to fully desufflated [sic]. All trocars were withdrawn from the abdomen under direct vision. The fascia at the hasson site was closed with interrupted 0 vicryl sutures. Each of the skin incisions was then infiltrated with marcaine and closed with interrupted inverted 4-0 vicryl subcuticular sutures. Steri-strips and dressings were applied, and the procedure was terminated. At the end of this procedure, all instrument, sponge, and needle counts were reported as correct. The patient tolerated this well and was transported to the recovery room in stable condition.¿ there is no mention of gore device removal in the records. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the instructions for gore® dualmesh® plus biomaterial use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated results code 1 for manufacturing evaluation. Conclusion code remains unchanged.

Manufacturer narrative:
H6: updated health effect. H6: updated investigation finding. H6: updated investigation conclusions. H6: health effect impact code: f1901: an additional surgical procedure was necessary. H6: medical device component: g04088: membrane. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ as with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. Based upon the information received, the device remains in the patient and was not available for evaluation. Review of the manufacturing records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating. Manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 03941643. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.